Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had under delivery. The customer¿s blood glucose level was over 400 mg/dl. The customer was treated with manual injection. The customer had symptoms such as headache. The customer alleges pump is under delivering blood glucose was getting high. It was reported that they were on auto mode feature active and automatically adjusting insulin at time of high blood glucose event. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump and reservoir will not be returned for analysis.